Manufacturer narrative:
The lead was returned for analysis and it was determined that the dislodgement allegation cannot be confirmed. Visual inspection observed insulation abrasion most likely due to lead-on-lead contact.

Event description:
Additional information received, and a supplemental report is being filed.

Event description:
The right ventricular (rv) lead experienced dislodgement and was explanted.